Event description:
The very first night I used the malem enuresis alarm on my (B)(6) year old son. It overheated and caused a permanent burn mark on his neck. Was I not there in time, he could have gotten burnt. In my research, the company is selling this particular product for over 40 years now. Does it take the FDA 40 plus years to figure out that there is a problem with the product? Are we waiting for children to die? I purchased this product from the (B)(6). This company based in (B)(6), USA.